Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate atp and shock during two separate episodes of atrial fibrillation (af) with rapid ventricular response (rvr). A boston scientific technical services (ts) consultant reviewed the episodes and discussed reprogramming options with the health care professional to prevent therapy for af with rvr episodes. The device remains in service. No additional adverse patient effects were reported.